Manufacturer narrative:
The investigation is ongoing.

Event description:
Report 2 of 2. The user facility in the (B)(6) reported two incidents of posterior capsule rupture during segment removal, resulting in conversion to anterior vitrectomy. This report is for the second incident.

Manufacturer narrative:
Report 2 of 2. The capsular rupture happened during post occlusion surge. The product was not returned for evaluation. As the lot number is unknown a DHR review cannot be performed. The root cause is undetermined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary at this time.